Manufacturer narrative:
The device was manufactured between 17oct2019 and 21oct2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph and no evidence of a leak was observed. The reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported "the pump" on a small volume folfusor leaked. The set was filled with 2500mg of fluorouracil. There was no patient involvement. No additional information is available.